Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to place the valve in the proper position in the annulus due to a complex anatomy of the thoracic aorta (s-curved) and a gothic aortic arch. The valve and delivery catheter system (dcs) were recaptured. During the 1/3 on the fourth recapture, the deployment handle broke into two pieces. The dcs was able to be fully recaptured. The valve and dcs were removed from the patient. It was reported the deployment knob trigger was used once during the loading procedure. A second valve was loaded onto a new dcs. The valve was unable to be placed in a proper position and was recaptured two times. The valve and dcs were removed from the patient. The physician stated the aortic arch geometry was not suitable for evolutr valves. Subsequently, a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule of the dcs, visual analysis showed the device was received with the deployment knob separated. One of the tabs on the deployment knob is hinged down/damaged from the deployment knob. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience; in this case, it was learned that the patient had difficult anatomy which may have played a primary role. It was reported that the valve was recaptured four (4) times in order to re-position deployment. This is a feature of the device that allows for additional attempts at accurately positioning the valve. It was reported that, during the fourth attempt at deploying the valve, the actuator knob/handle separated. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject delivery system was evaluated by medtronic; the device was received with the deployment knob separated, confirming the report. One of the tabs on the deployment knob is hinged down/dama ged from the deployment knob. An actuator separation will prevent loading and/or deployment through normal use. In this case, it was reported that the valve was recaptured four (4) times prior to the separation, which is against device IFU recommendations of three (3) maximum recaptures prior to having to remove the system. It is possible that the positioning difficulties and multiple recaptures contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.